Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set tube detachment event on (B)(6) 2025. The site of detachment was tubing connector. The infusion set was in use for three days. The blood glucose level was displayed high, and the patient was treated with correction bolus via pump. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information was available.